Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated that the posterior cuff miss occurred as evidenced by the untouched posterior cuff tabs. There were calcified materials observed inside the posterior cuff. There was no needle strike mark observed at the posterior foot, suggesting the posterior needle was deflected away from posterior foot pocket during needle deployment. The posterior cuff miss would directly result in a failure to retrieve the suture and could appear very similar to the reported suture break when retracting the plunger. Therefore, the reported experience is confirmed. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. The probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. These findings are consistent with calcified materials observed inside the posterior cuff. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report. Additionally, two sterile devices of the same lot as the complaint device were returned. They were functionally tested, and the results were acceptable. Needle deployment, suture retrieval, and knot advancement were all successful. Closure of the puncture site was achieved on tissue model. Based on our investigation, the two sterile devices performed according to specification. No manufacturing or quality issue was detected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Perclose devices 2, 3 and 4 (B)(4). The device is expected to be returned for evaluation. It has not yet been received. The second, third and forth perclose (B)(4) are each being filed under separate MFR numbers.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure using a preclose technique of a mildly calcified left and right common femoral artery before an endovascular aortic aneurysm repair. Two devices were used on the left artery and two devices were used on the right artery. Reportedly, 'the suture kept breaking' on all four devices. Hemostasis was achieved using three additional proglide devices; one device on the left artery and two on the right artery. There was no reported adverse patient sequela. Though requested, additional information was not provided.